Manufacturer narrative:
The reported unused device was returned for evaluation in original unopened packaging. Label verification and visual inspection was performed. Visual inspection found a gap in the seal area along the short side of the packaging, opposite to the chevron side. Dye leak testing was performed and a breach in sterility was verified; due to a channel on the non-chevron side of the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. A two-year review of complaint history revealed (B)(4) similar complaints, with (B)(4) devices, for this product family and failure mode. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent, if all complaints were confirmed. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. Sterility guaranteed unless package has been opened, broken, or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(6) rejected one 138104 universal disposable electrode due to an "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.